Manufacturer narrative:
(B)(6). Visual assessment of the anchor confirmed the reported breakage. The hex/eyelet portion of the anchor is missing. Anchor appears to have received torsional overload during insertion. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor/inserter broke during insertion. The anchor was halfway in the bone and the surgeon had to use bone nibblers to get it out. A backup device was used to complete the case. There were no reported patient injuries. No other complications were noted.